Event description:
It was reported by a pt that they sustained scarring following treatment with a 150xj laser. It was further reported by the user facility that the pt did not complete her post treatment antibiotic prescription and sustained an infection which resulted in hypopigmentation.

Manufacturer narrative:
Reasonable attempts were made to obtain further info regarding treatment settings, subject device serial number and status of the device from the user facility; however, none were obtained. Should further info be provided, a follow-up MDR will be submitted.